Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors leaked from the connection to the catheter/needle hub. This was observed during infusion with contrast after the devices were flushed with saline. The connectors would also crack if turned too tight or remain loose if turned past the junction. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on unspecified dates; further described as "in past 4 months". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.